Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400+mg/dl. The customer had symptoms such as tiredness and treated with the pump. Customer's blood glucose value was 400+ mg/dl at the time of the call. Customer reported that the high blood glucose levels began (B)(6) 2018. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer does not allege pump was under delivering. Customer declined to check for possible site or insulin issues. The customer was advised to monitor and call back. The product will not returned for analysis. Customer also mentioned they were not able to enter auto mode with the sensor. Customer called back after being asked to wait 3 to 6 hours to enter new blood glucose. Auto mode shield was not displayed on the home screen.